Event description:
During a ptca treatment procedure, the pt2 light support guide wire fractured. The guidewire was advanced to distal branch of the left anterior descending coronary artery. Following successful delivery and deployment of an unspecified stent at the lesion site, the physician noticed that the distal 10-12 cm of the guidewire had detached and remained in the distal portion of the lad. The physician thought that the guidewire had probably broken at a "bending site." The procedure was successfully completed. Additional information has been requested regarding this event.